Event description:
It was reported that revision surgery was performed in (B)(6) 2016. Devices implanted (B)(6) 2005, following which the patient was bedridden for 6 months due to pain. Blood tests and MRI (B)(6) 2015 confirmed metal in blood.